Event description:
During a procedure, upon withdrawal of the catheter the physician noticed that the radiopaque band at the tip was missing. Attempts were made to find the radiopaque band, but nothing was found.

Manufacturer narrative:
Device eval: the device was not returned for eval and no photographs are available of the device at this time. The device history was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaint for this product family. Merit is unable to determine a root cause at this time due to lack of available info and no complaint sample being returned. If the suspected device is received or additional info becomes available a follow-up will be submitted at that time.